Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopy, the surgeon was able to squeeze the handle but device was unable to fire. Opened a new reload and tried firing with the same instrument. This did not work. A new handle was opened, and a reload was loaded onto the new device. Procedure took longer due to me and resources spent resolving the issue. No patient injury.